Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that after the patient was taken from the operating room, communication with the device was difficult. Two hours post implant, the device was replaced. After explant, communication with the device was no longer possible.